Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers received. Papers allege patient suffers from pain and discomfort, soreness, malaise, swelling, immobilization, localized damage to tissue/bone and high ion levels of cobalt and chromium. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, metallosis, grey/yellow granular tissue, and corrosion and black pitting on the trunnion, and no bony ingrowth on the acetabular cup were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.